Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover (c-cover). There was no patient involvement.